Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot: no lot information available.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient received left knee revision of the stem and femoral component to treat thigh discomfort associated with loosening of the components at the cement to implant interface. Surgeon said patient had their knee revised back on (B)(6) 2020. Surgeon preformed the revision and just exchanged the poly from a 26mm to 28mm. Surgeon didn't have access to the previous procedure dates prior to surgeon revision. Doi: (B)(6) 2019 (stem and femoral). Doi: (B)(6) 2020 (insert and hinge pin). Dor: (B)(6) 2021; left knee.